Event description:
It was reported that the user experienced a prolonged rise in blood glucose after a large meal, with a manual reading reaching 500 mg/dl and subsequently declining to 456 mg/dl and then 285 mg/dl. The user had recently changed supplies and had announced the meal as usual, and education was provided regarding appropriate meal announcements for larger carbohydrate loads. Symptoms included hyperglycemia, and the user reported no associated symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.